Event description:
Caller reported a cartridge alarm 20. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer was informed about using multiple daily injections as backup therapy. The customer was also provided with instructions on how to manage and return the problematic pump, and a replacement pump with updated software was sent.